Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled, "development of rectal ulcer leading to hematochezia after placement of spaceoar hydrogel for prostate carcinoma: a case report and review of literature" written by bahirwani et al. The study was published in 2025 and describes a case involving one patient who received spaceoar hydrogel prior to radiotherapy. Within 10 days of insertion, the patient developed severe rectal pain and hematochezia. A non-contrast computed tomography (CT) scan was performed and revealed the hydrogel in the correct location and focal proctitis adjacent to the hydrogel. A colonoscopy confirmed a large anterior rectal ulcer with fibrotic tissue. The patient was managed conservatively with a ten-day course of oral levofloxacin and polyethylene glycol. The patient reported resolution of rectal bleeding and significant improvement of their rectal pain. After the patient's symptoms were resolved, they initiated radiation therapy. A flexible sigmoidoscopy was performed six weeks after the initial presentation and showed the rectal ulcer had healed.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2025, was chosen as the best estimate based on the given aware date. Block g2: literature bahirwani j, paidi p, paidi s, et al. (November 01, 2025) development of rectal ulcer leading to hematochezia after placement of spaceoar hydrogel for prostate carcinoma: a case report and review of literature. Cureus 17(11): e95926. Doi 10.7759/cureus.95926. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2339 captures the reportable event of ulcer. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.